Event description:
Reportedly, the physician is wondering if the battery impedance and the time to eri displayed are reflecting the real battery depletion of the pacemaker, implanted in a pacemaker dependent patient.

Manufacturer narrative:
The case file was re-opened following new information received. Please refer to the attached analysis report.

Event description:
Reportedly, the physician is wondering if the battery impedance and the time to eri displayed are reflecting the real battery depletion of the pacemaker, implanted in a pacemaker dependent patient.